Event description:
Same event as MFR report #: 2134265-2009-03835. It was reported that during a percutaneous coronary interventional procedure, a wire detachment and pt complications occurred. The diffuse, 99% stenosed lesion was located in the severely calcified and severely tortuous proximal to mid left anterior descending artery. The lesion was 20mm long. First, the physician crossed the lesion with another manufacturer's guide wire. Then, the physician attempted to predilate the lesion with an unspecified apex balloon, however, he could not cross the lesion with the balloon catheter. The physician was unable to cross the lesion with an unspecified microcatheter, so he advanced the floppy rotawire unaided. There was resistance while advancing the wire across the lesion, which had a bend in the proximal portion. The physician then advanced the 1.25mm rotalink plus burr, and 10 ablations were run approx 5 seconds each. Run speed was approx 200-230k rpms. As there was no space, the ablations were held to one place repeatedly. The pt developed bradycardia, therefore, the physician removed the rotalink plus 1.25mm burr and the floppy rotawire guide wire from the pt. It was noted that approx 5 cm of the tip of the wire had detached and remained in the pt. The physician attempted to advance another manufacturer's guide wire for a retrieval attempt, however, that wire broke too. The pt was taken to surgery for CABG, and both wire fragments were retrieved successfully. Pt status following surgery is 'stable'.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.